Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. The usb cable was loose and had to be held in order for the pump to charge. The wall adapter slips out, and does not fit into the wall outlet. The customer used an alternate usb cable, wall adapter, and was able to charge the pump successfully. There was no adverse impact to customer¿s blood glucose.